Event description:
It was reported that a female patient underwent an unspecified breast surgery with mentor memorygel breast implant 375cc gel breast prostheses and developed mastitis from breast feeding post implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Lot numbers and serial numbers were reported for both breasts: left: lot #5954133, serial #(B)(4). Right: lot #5938951-057, serial #(B)(4). It was not specified if the mastitis was in the patient¿s left breast, right breast, or both. If clarification is received, a supplemental report will be submitted.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for lot #5954133 and lot #5938951, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 28-nov-2022, mentor received additional information about the event: the mastitis was in the patient¿s left breast. As a result, the lot number and serial number were added to corresponding fields in block d. The patient was diagnosed with left breast prosthesis rupture. The patient underwent bilateral explantation and replacement with unspecified mentor breast prostheses on (B)(6) 2022. Reason for device explant and/or reoperation: mastitis, breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 13-dec-2022, the mentor failure analysis lab received the device for evaluation. On 20-dec-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient reported a rupture in the breast implant, and additionally, experienced mastitis. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. In addition, shell abrasion was noted on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).